Manufacturer narrative:
A ge service rep performed an onsite investigation. The handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the workstation handle had broken off of the system. There is no report of injury or death associated with this event.